Event description:
It was reported to philips that the device gave an application error message and restarted itself. No patient harm or injury has been reported. Further information will be send upon completion of the manufacturer's investigation.